Event description:
The account alleged that a pt was reclining in bed with the head of the bed at forty five degrees. The pt was attempting unsuccessfully to lower the head of the bed using the hand held control with the nurse observing pt pushing appropriate button. The nurse visually checked the electric cord connection to verify that it was plugged into the wall. Suddenly, there was a loud pop noise and the head of the bed dropped to a flat position. The hospitals biomed tech inspected the bed and found no problems and found the bed was working correctly. The tech called the nurse and she stated that the biomed tech thought the cardio pulmonary resuscitation may have been pulled somehow by the nurse. The nurse stated that the incident occurred in (B)(6) and the serial number was not recorded and hill-rom technician would not be able to inspect the specific bed.

Manufacturer narrative:
The tech investigation and stated that the account could not tell him which bed the alleged incident occurred. The tech inspected three versacare beds and could not duplicate the alleged incident. The account stated that the nurse may have pulled the cardio pulmonary resuscitation lever but no one knows for sure. The beds checked were serial numbers (B)(4) and (B)(4).